Event description:
Caller reported an alarm due to an occlusion event that occurred earlier in the day. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin.